Event description:
A customer's territory manager contacted haemonetics on (B)(6) 2011 to report that the customers orthopat machine experienced a blood spill. No operator or donor injury was reported.

Manufacturer narrative:
A customer's territory manager contacted haemonetics on (B)(6) 2011 to report that the customers orthopat machine experienced a blood spill. No operator or donor injury was reported. Evaluation of the unit confirmed the reported blood spill. The outer skin and top deck of the machine were removed and fluid intrusion was found. As a result, various components were in need of replacement including the power supply. (B)(4).